Manufacturer narrative:
The technician found the siderail latch shoulder bolt was missing. The technician replaced the bolt to repair the stretcher.

Event description:
Info received indicates the siderail will not stay up.